Event description:
Robot screws placed laterally and inferiorly.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Review of the fluoroscopic images revealed that multiple assigned ap and lateral images contained a tracking error. A tracking error can occur if the c-arm moves with respect to the patient between x-ray emission and when the image comes over to the system. Tracking errors can lead to a preoperative merge shift and navigational integrity issues. The user acknowledges that they will perform an anatomical landmark check before proceeding with navigation. Additionally, during navigation, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and then alerted the user. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.